Event description:
It was reported that there was a split above the hub so the catheter was removed on the ward and a peripheral line was inserted.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.